Event description:
It was reported that there was a tandem mobi cartridge alarm during the pump's load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to send a replacement pump to the customer. The customer was instructed to return the problematic pump to tandem within 10 days using a provided return box and pre-paid label to avoid charges. The customer understood and acknowledged the need to put the original pump into storage mode before returning it and to transfer their settings and cgm connection to the replacement pump.